Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ywqz, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. It was also noted that he had prostate cancer and they removed all of his parts which is another reason he got the device. The consumer reported that he had a loss of therapy and had leakage. These symptoms were reportedly sudden in onset. He urinated 4-5 times a day and wet 3 pads per day. The patient also did not feel stimulation. There was no emi or trauma or falls related to this issue. The patient was walked through how to increase stimulation. Stimulation was increased from 0.3 to 0.8 and then the patient felt stimulation in the correct location, but it was too strong. He decreased to 0.7 and that was comfortable. Additional information received from the consumer reported that he was sick of using pads and was still not getting symptom relief. Additional information received from the manufacturing representative reported that she spoke with the patient and walked him through making a program change as he had not made program change since implant.